Event description:
It was reported that this right atrial (ra) lead exhibited intermittent ra undersensing, with p-wave amplitudes decreasing and fluctuating over time. Sensitivity settings were reviewed, and troubleshooting options were discussed, including re-measuring p-waves and adjusting programming as needed. As of this time, the lead remains in service. No adverse patient effects were reported.